Manufacturer narrative:
(B)(4). This is a report of use error, where the patient did not check if the line was primed before connecting. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient did not check the patient line before connecting, nor were unused lines checked to make sure that the clamps were closed. The patient was advised to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.